Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 419388, lead, implanted (B)(6) 2003. (B)(4).

Event description:
It was reported that the patient's lead had high impedance, high threshold and confirmed fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.